Event description:
Upon regular inspection, the catheters were found to be crimped on the distal end. They were not used in a case and additional product was available for use.

Manufacturer narrative:
Technical evaluation: the units were returned in their sterile packaging and were not removed. The first catheter showed a flat spot between 1.5 and 3.0 cm from the distal tip. The second unit showed a small ovalization between 4.0 and 4.3 cm. Conclusion: the incident was confirmed as reported. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-01 (lot # l13396). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement. This lot was reprocessed under (B)(4), which relates to the labeling of demo units. This (B)(4) is unrelated to the reported failure. A review of the device history record (DHR) was completed on part 1147-03 (lot # l14279). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification. In addition, all descriptive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement. Add'l catalog #: 1156m; lot #: f14279; expiration date: 09/2011. Additional device manufacture date: 09/29/2008.